Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the patient was a child. On the date of implant, the hcp chose to fill the pump with a concentration of 2000 mcg/ml. On (B)(6)2017, the hcp called the representative and wanted to prescribe a daily dose of 30 mcg/day. The representative stated this was not possible at a concentration of 2000 mcg/ml. A decision was made to change the concentration to 500 mcg/ml. After this change of concentration, the hcp called back on (B)(6)2017 and stated he did not know how to manage the programming console of the pump with the transition bolus. The representative stated a transition bolus was not applicable, because the minimal dose of the old drug was 96 mcg/day. They also stated the problem could be fixed with a single bolus and an immediate purge to aspirate all of the 2000 mcg/ml baclofen, and then restart with a 30 mcg/day dose as well as a priming bolus for the catheter only. The hcp said they were not able to do this purge, and a meeting was planned for (B)(6)2017 to fix this issue. At the meeting on (B)(6)2017, it was stated that the pump pressed heavily on the last rib of the patient, and the wound healing was not complete. There was a "disunity of the side, and the lateral access site of the catheter is under the scar (risks during the purge)." The hcp wanted to perform this act, but with the assistance of another hcp. It was concluded that it was impossible to purge the catheter, so they decided to keep the first programming of the pump with a minimal flow. Another meeting was planned for (B)(6)2017. The following details were provided regarding the plan for concentration change. The representative stated the console showed 1.40 ml for the internal tubing, and 0.157 ml for the catheter. There was a baclofen concentration of 500 mcg/ml since (B)(6)2017 at 5 pm. At the 0.006 ml minimal flow rate for 26 days, 0.156 ml would have been infused, with certainty that all the baclofen would be in the catheter. Since the intervention, 0.006 ml at 13 days (plus one day of security) equals 0.078 ml would have pushed on the internal tubing (about 0.140 ml for each new programming card). The internal tubing had passed from 0.199 ml to 0.140 ml, so, for safety reasons, after the first purge of the catheter, a single bolus would be planned to ensure a total purge of the internal tubing of the pump without exceeding the catheter volume. A second purge would be done to remove a possible last quantity of 2000 mcg/ml baclofen. At that point, there would be no more 2000 mcg/ml baclofen in the system, and a priming bolus only on the catheter could be done to push the 500 mcg/ml baclofen at the tip of the catheter, and program a dose of 30 mcg/day. This plan would be validated by the medical team. As of (B)(6)2017, the problem had been solved.

Manufacturer narrative:
After reviewing this event it was discovered there was no product problem. The event is only an adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (2,500 mcg/ml at 15 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the patient was not experiencing any symptoms, but the mother of the patient said that the pump was locked. The hcp said that this information was not true. Diagnostics and troubleshooting performed were provided as ¿cf.mail.¿ actions and interventions performed were listed as ¿cf.mail.¿ it was noted the pump was in minimal flow mode and a solution was planned for (B)(6) 2017. Contributing factors to the event were not provided. The issue was not resolved. The patient status was alive ¿ no injury. It was indicated that surgical intervention occurred. No further complications were reported or anticipated. Additional information was received. The problem was resolved.